Event description:
The anode candlestick was found to be stuck in the x-ray tube hv well during a preventive maintenance.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.